Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012552878 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment, an exposed electrode wire was observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from the dual lumen. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to the proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area, an electrode wire on spiral array observed to be exposed and the spiral array pebax tube observed to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to retract the catheter into the sheath while mapping the atrium. The catheter was forced into the sheath and when removed from the body, a twist to the catheter was confirmed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.